Event description:
The customer reported that he missed an anti-jk(a) with anti-human globulin anti-igg solidscreen ii. The patient sample that had caused false negative was sent to us for quality control, but none of the supposedly defective product was returned. Our quality control laboratory retested the patient sample with our retained sample of anti-human globulin anti-igg solidscreen ii. The sample showed a weak positive reaction. Further testing of positive and negative controls and samples also yielded in correct results. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A service on the tango instrument was performed and gave no instigation to suspect the instrument itself to be part of the reported problem.

Manufacturer narrative:
This is our combined initial and final report on this incident